Manufacturer narrative:
(B)(4). G2: foreign - event occurred in iceland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a procedure where zb devices were implanted on an unknown date. Subsequently, the patient dislocated for a second time on an unknown date. There was an attempt to reposition in the emergency room. Attempts have been made and no further information has been provided.